Event description:
It was reported that the implantable cardiac monitor was undersensing after premature ventricular contractions (pvc). The device was reprogrammed with the sensing level brought down to the lowest setting, but there was still some undersensing being observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).